Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. Stimulation was more in her left leg and if she increased stimulation she had strong bladder and waist stimulation that made her want to use the bathroom. The patient stated that stimulation was initially in the right leg where she needed it and she had some stimulation in the left. This had changed in the past few days. It was noted that the patient only has group a and 1 program. Additional information has been requested, but was not available as of the date of this report.